Event description:
The customer reported to vyaire medical that the electrodes, fetal scalp (fse), 50/case would not trace the fetal heart rate. There is no information on the patient's condition.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available